Event description:
It was reported by service report that the bed zooms backwards no matter which way the handles are pushed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - screw lodged between zoom handle and litter frame.